Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from november 14, 2019 - november 16, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which revealed an image of ruptured bladder. The reported condition was verified. The cause of the condition was not determined; however the most likely cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. The bladder rupture occurred during patient infusion of cefepime 4000mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.